Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device was able to power on using the on/off button. Physio determined that the cause of the reported issue was due to an inoperative lid switch. The device was archived and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device would not activate when the lid was opened. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.